Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 01-jun-2018 with the following findings: investigation revealed that the display screen had a pinkish contrast.

Event description:
The pump was returned for investigation. Investigation revealed that the display screen had a pinkish contrast. This report is made based on results of investigation completed on 01-jun-2018.